Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic with symptoms of worsening congestive heart failure. Loss of capture was noted on the atrial lead. X-ray confirmed the dislodgment of the lead. The lead was explanted and replaced. The patient was in a stable condition.